Event description:
It was reported that a leak was observed 5-10 cm from the distal tip of the microcatheter (subject device) while it was in the patient. A coil (unknown manufacturer) was able to be placed through the subject device and deployed in the target lesion. The subject device was removed from the patient and was injected with saline. No leak was observed. It was reported that there was a crack on the subject device 5-10 cm away from the distal tip. There were no clinical consequences to the patient.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Visual and microscopic inspection of the returned device found that the catheter was flat/crushed at approximately 3mm from the distal end. During functional evaluation the device was flushed with saline and no leaks were noted along the catheter shaft. The distal end of the microcatheter was then blocked and saline was attempted to be flushed through. No leaks were noted. The device was then flushed without difficulty and a 0.0158¿ patency mandrel was advanced through the catheter with resistance noted while passing through the distal end of the catheter. The additional information confirms that the physician used a forceps to block the distal end of the microcatheter. The device was noted to be flattened/crushed at 3mm from the distal tip, causing friction during analysis, which was probably caused as a result of using the forceps to block the microcatheter therefore an assignable cause of use error has been assigned to as analysed catheter tip flat/ crushed and catheter friction. The reported catheter shaft broken/fractured and leaked was not confirmed. Therefore, an assignable cause of not confirmed has been assigned to the as reported event as the returned device review showed no evidence of either the alleged issue or any defect which could have contributed to the event. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Event description:
It was reported that a leak was observed 5-10 cm from the distal tip of the microcatheter (subject device) while it was in the patient. A coil (unknown manufacturer) was able to be placed through the subject device and deployed in the target lesion. The subject device was removed from the patient and was injected with saline. No leak was observed. It was reported that there was a crack on the subject device 5-10 cm away from the distal tip. There were no clinical consequences to the patient.